Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced abnormal controller operation while at home with a red heart alarm and the green pump symbol had turned off. The pt then changed out the controller, however struggled doing so and on interrogation there was concern that the amount of time between his pump stopping and then restarting was as long as 12 minutes. The controller was exchanged. Review of the data log file indicated that the event began with a yellow wrench alarm followed with driveline disconnect/reconnect/disconnect. The yellow wrench alarm appeared to have been caused by an internal controller error. Clarification about the event was submitted 3 days later indicating that the pt experienced a yellow wrench alarm was going to switch out the controller. Prior to disconnecting the driveline, the entire controller went blank and the green pump symbol shut off. The pt attempted to insert the driveline into the backup controller and struggled in doing so, so decided to insert back into the original controller. The pt had previously received driveline insertion training. He knew what to do, but because he wouldn't get the driveline in, "he panicked a little".

Manufacturer narrative:
The reported incident of a yellow wrench alarm was confirmed based on the evaluation of the log file. On (B)(6) 2014 at 10:06 pm a yellow wrench alarm occurred due to a backup battery test circuit fault. The alarm became active following a self test; however, the system controller was tested with our laboratory equipment and the yellow wrench alarm was not able to be reproduced as the system controller functioned as intended during analysis. Similar incidences have been reported. A corrective and preventative action has been implemented to address the issue. On (B)(6) 2014 at 10:08 pm the driveline was disconnected and the motor speed reduced to zero rpm confirming the reported red heart alarm. The driveline was then reconnected and then disconnected again and subsequently the system controller was powered down. The multiple connections/disconnections of the driveline are consistent with the information provided by the patient; however, the reported incident of difficulty connecting the driveline was unable to be confirmed as the system controller was connected to multiple pumps in our laboratory without issue. Similar incidences have been reported and a corrective and preventative action has been initiated to investigate the issue. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.